Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments conductor wire was broken. The conductor wire was broken at the distal end of the instrument. The broken wire segment impedes the wrist movement and resistance was felt as the tip was articulated. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken conductor wire, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a da vinci surgical procedure, it was noted that the permanent cautery hook instrument stopped responding to the surgeon's movement. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.